Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient will be having their ins removed. The patient said she never got a lot of relief from the system. It was also noted that the patient's ins has migrated medially and is causing the patient discomfort. The caller said the ins has been giving the patient problems for the past year due to the migration of the ins. No further complications were reported. No additional patient symptoms were reported.